Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. During visual evaluation, the balloon was noted to be detached from the catheter and was not returned for evaluation. No other anomalies were noted during the visual evaluation. No functional testing was performed due to the condition of the device. Therefore, the investigation for the reported balloon detachment is confirmed as the balloon was detached from the catheter and not returned for evaluation. However, the investigation for the reported guide wire advancement remains inconclusive, as functional testing couldn¿t be performed due to the condition of the device. A definitive root cause for the reported balloon detachment and reported guide wire advancement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure, the guidewire allegedly could not pass through the balloon. It was further reported that the balloon allegedly got detached. The procedure was completed using another balloon. There was no reported patient injury.